Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain, clunking in his hip, elevated metal ion levels, osteolysis, sales rep noted that the cup appeared to have moved from the original position but it was not loose at the time of revision. Update litigation alleged the asr hip was explanted due to pain, grinding, clicking, popping, difficulty walking, infection, disability, disfigurement and elevated blood levels of chromium and cobalt.

Event description:
Patient was revised due to pain, clunking in his hip, elevated metal ion levels, osteolysis, sales rep noted that the cup appeared to have moved from the original position but it was not loose at the time of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.